Event description:
Information received indicates the side rail will not latch.

Manufacturer narrative:
The technician found the latch shoulder bolt missing. The technician replaced the bolt to repair the bed.